Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) procedure, the balloon was too small for the distal tip of the ultrasound bronchofibervideoscope and fell off. The balloon was recovered. A new balloon was used to finish the procedure. An ebus needle was being used at the location. The event resulted in the procedure being prolonged less than 30 minutes. There was no report of patient harm.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00153. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.